Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that all components were in pre-deployed position. There was excessive dried blood observed at the marker lumen tube, indicating that the device was introduced into the patient anatomy. During testing, the luminal marking test was performed and the result met the manufacturing criteria. Inspection of the device revealed a sheath kink at the o-ring. The kinked sheath suggested that there was difficulty inserting the device into the patient anatomy. The possible contributing factors include, manufacturing deficiencies, challenging anatomical conditions, incorrect deployment techniques, and mishandling during transportation. Every sheath was inspected for proper assembly and coating prior to packaging. During testing, hydrophilic coating was found present throughout the sheath surface. There were no challenging anatomical conditions reported. Inserting the device into the patient anatomy at an angle greater than 45 degrees can cause a sheath kink at the o-ring as observed. However, a sheath kink can also occur due to mishandling during transportation. Because there was no reported information or definitive evidence in the evaluation of the device to indicate that the sheath was kinked during the deployment of the device, a definitive cause could not be determined. No manufacturing or quality deficiency was detected. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, an unspecified device failure occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. Though requested, no additional information was provided.